Manufacturer narrative:
Initial reporter's phone number is: (B)(6). Siemens completed an investigation of the reported event. The root cause is a defective water hose at the di water supply pump stand. The hose was replaced by a siemens customer service engineer. The problem was resolved. If additional information regarding this hose defect becomes known, it will be reported in a supplemental report.

Event description:
It was reported to siemens that the water hose at the primus hi deionized (di) water supply pump stand became loose and water leaked forcefully in the system area. Approximately 10-15 liters of water ran out of the system area resulting in the floor become wet. Though this event did not result in patient mistreatment or injury of patient or user, in a worst-case scenario, this event could result in a slipping hazard leading to bodily injury of medium severity, requiring medical treatment. The reported event occurred in (B)(6).